Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the light keeps coming on after running about 5 minutes without alarming.

Manufacturer narrative:
Dealer states, the light keeps coming on after running about 5 minutes no mention of unit not alarming. Error made when our intake entered the complaint in trackwise and selected the drop down for the original complaint reason in error. Selected unit alarms not functional instead of unit shutting down.

Event description:
Dealer states, the light keeps coming on after running about 5 minutes no mention of unit not alarming. Error made when our intake entered the complaint in trackwise and selected the drop down for the original complaint reason in error. Selected unit alarms not functional instead of unit shutting down. Dealer states, the light keeps coming on after running about 5 minutes without alarming.